Manufacturer narrative:
This follow-up MDR is created to document the additional lot number and conclusion of the investigation. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of crossover quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. No patient injury was reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, both cylinders were found on the right side. Another inflatable device was implanted.